Manufacturer narrative:
Batch (B)(4). Information was not provided by the initial contact. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colectomy procedure, during the anastomosis the device cut but does not staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.